Manufacturer narrative:
B5: update "an unspecified access set" to "clearlink system, non-dehp continu-flo solution set". The actual device was not available; however, a photograph and video of the actual sample were provided for evaluation. A visual inspection of the photo and video were performed, and leak at the y-site clearlink was observed. Further testing was performed on an in-lab continu-flo solution set; the in-lab set was functionally tested by running a simulation using an in-lab pump and no defects were noted. Low pressure testing was performed on the in-lab set with no issues noted. A computed tomography (CT) scan was performed on the clearlink components of the in-lab set with no issues noted. The reported condition was verified for the actual sample; however, not verified on the in-lab set. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked at the y-site (clearlink) which had a non-baxter green alcohol cap in place. This was observed during patient infusion with total parenteral nutrition (tpn) and soy, medium-chain triglyceride, olive, and fish oil (smof) lipids. A new cap was applied but the leaking continued. New fluids were ordered to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2024-8108 for this event. A2: patient is an infant. G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.